Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost four years since the subject device was manufactured. Based on the results of the investigation, it is unknown if there was any deviation from the IFU in reprocessing steps, and there was no physical damage at the location where the foreign material was found. The identity of the foreign material could not be obtained, and the root cause could not be specified. The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the colonovideoscope bending section cover adhesive was worn out. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in air/water tube, in air/water cylinder, and in jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bending section cover adhesive worn out was not confirmed. The device evaluation found the reportable malfunction identified in b5; foreign material in air/water tube, in air/water cylinder, and in jet tube. Non-reportable findings found during evaluation were: flexibility adjustment ring had a scratch, grip had a scratch, switch box had a scratch, right/left knob had a scratch, upward/downward angulation control knob had a scratch, air/water cylinder had no color, suction cylinder had no color, scope connector cover unit had a scratch, scope connector case unit had a scratch, plug unit had a scratch, insulation resistance value at distal end does not meet the standard value due to a scratch on plastic distal end cover, bending angle in left direction does not meet the standard value due to wear of angle wire, objective lens had a crack, light guide lens had a crack, light guide lens had a chip, bending tube was deformed, connecting tube had a wrinkle, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.